Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low out of range pacing impedance was observed on the left ventricular lead via remote transmission. The pacing impedance trend had been gradually decreasing and there was a possibility of an insulation breach. Programming changes were made and the patient was fine.